Event description:
It was reported that a 22-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was experiencing bilateral breast pain, and discomfort in the lower breast areas, and her breasts appeared flat. Upon consultation with a medical professional and ultrasound imaging, she was diagnosed with bilateral rupturing of her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-11027 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2022, mentor became aware that the patient underwent bilateral replacement with 800cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2022, mentor received additional information. The patient was scheduled for removal on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On october 18, 2022, mentor became aware that information was submitted incorrectly. The patient was only diagnosed with a ruptured right breast implant after physical examination and ultrasound imaging. As this file is for the left implant, no rupture is related to this file. However, her breasts were described as getting flat. As such, deformity/disfigurement of the left breast has been added to the file to encompass the flat appearance. Reason for device explant and/or reoperation: breast pain, anisomastia date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4). In the initial, b5 event description should have stated only the right breast was diagnosed as ruptured. Additionally, h6 health effect - clinical code and h6 investigation conclusions should have been populated with deformity/ disfigurement (e2308) and cause not established (d15), respectively, as the patient was not diagnosed with a ruptured left implant and the cause of the left breast pain/deformity are unknown.